Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this electrode presented to the clinic after receiving an inappropriate shock. A treadmill test demonstrated t-wave oversensing in all sensing vectors. Based on these findings, the patient was admitted to the hospital for removal of the s-ICD system and replacement with a biotronik single-chamber transvenous ICD. No additional adverse patient effects were reported.